Event description:
Report received from (B)(6), stating that the device was vibrating. It is known that the event occurred during surgery. It is also known that there was no patient or user injury; however, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "vibration" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received a supplemental report will be submitted. (B)(4).